Event description:
It was reported that there were 3 aborted shocks due to noise on this lead. The noise is reproducible and worse with isometrics. The physician was notified and advised. Tachycardia therapy was turned off, an xray was ordered and it is planned to explant this lead. Impedances are stable but thresholds are high.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.